Event description:
Boston scientific crm received information that during the implant of this implantable cardioverter defibrillator (ICD) the patient required temporary pacing with the implanted device due to bundle brach trauma during the implant procedure. This resolved prior to discharge.additional information was received that this device was later explanted and returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.